Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Additional lot reported: batch: 2341532. Batch creation date: 2023-06-27. Batch expiration date: 2027-11-30. Full UDI: na.

Event description:
It was reported that when the customer drawing the contents into a syringe to administer the baby formula, he saw something that looked like a foreign object. The nurse who was present also confirmed this. He tried various things to remove the air bubbles, but they did not disappear, and he felt a different kind of discomfort than usual, so they did not administer the formula.

Manufacturer narrative:
(B)(4) follow up for device evaluation: it was reported there was a foreign object. To aid in the investigation, one sample with no packaging blister and four photos were provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was assembled to a syringe to draw up saline solution. The solution was drawn up with a normal flow; no bubbles or any other defects were observed. The solution was then expelled with a normal flow. The four photos provided show the sample received. A device history record review was completed for provided material number 30521104, lots 2341532 and 3158852. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received.